Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a hematoma at the access site.

Manufacturer narrative:
Ppae/hematoma: the cause of the injury was not determined due to insufficient clinical details.